Event description:
During uterine ablation, surgeon placed thermachoice iii balloon inside uterus, filled it with 20ml of normal d5w, and noted that the device would not hold pressure to stay in place within uterus to complete procedure. It is unknown whether subsequent device used was of the same or a different lot.======================manufacturer response for ablation catheter, thermachoice iii (per site reporter).======================interested in obtaining device for investigation.